Event description:
It was reported that the patient experienced underdose symptoms. On (B)(6) 2012, the patient started to experience increased tone/rigidity in right leg and arm, slight fever and changes in blood pressure. The patient underwent a chest x-ray to check for pneumonia, and it was noted the patient had a seizure the week prior. The patient was then admitted to the hospital on the evening of (B)(6) 2012 after the patient started experiencing bilateral tremors in the lower extremities and the upper extremities started "turning in." There were no alarms from the pump. It was later reported on (B)(6) 2012 that the cause of the event remained unknown. A catheter study and troubleshooting of the pump found nothing to be wrong with the system. Additional symptoms of stiffness, sweating and an increased blood pressure were reported. It was later reported that the patient received a dose adjustment and pump was refilled with new medications on (B)(6) 2012 and that the catheter dye study on (B)(6) 2012 showed the catheter to be intrathecal with "no leak." The patient did require hospitalization due to the event. Patient outcome was "no injury" per the reporter. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Additional review indicated that the patient had threw up.

Manufacturer narrative:
(B)(4).